Event description:
It was reported that the right atrial lead (ra) presented high capture thresholds. The patient underwent x-ray and a CT scan which ruled out lead migration but showed that the tip of the lead was located at the boundary between the superior vena cava and the atrium. Device was reprogrammed. No adverse patient effects were reported.